Event description:
It was reported following the first inflation, during an arteriovenous fistula graft procedure difficulty was encountered removing this balloon catheter through the introducer sheath and the balloon material detached and remained in the introducer sheath. The introducer sheath and detached balloon material were removed from the patient successfully as a unit. The procedure was successfully completed with this unit. The patient's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number was not provided, a device history search could not be performed. User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.